Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes educator reported via phone call that the customer was admitted to the hospital on (B)(6) 2016 with a blood glucose level of 600 mg/dl. Customer woke up with high blood glucose and had an infection on her leg. Customer was hospitalized due to diabetic ketoacidosis. Customer reported having symptoms related to high blood glucose such as abdominal pain and being short of breath. Customer was still in the hospital at the time of the call. Customer was wearing the pump at the time of the hospitalization. Customer did not have any air bubbles along the infusion set tubing. Customer performed the high pressure test and the pump passed. Customer will check the infusion set and call back if the cannula is bent.